Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. However, log file analysis indicates that the suspect device switched to ui failsafe mode, but it seems to have continued ventilating and alarming. There is also communication error with internal o2 sensor. Software upgrade was recommended. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the bellavista 1000 suddenly shut down during patient use without any alarm. The end user immediately changed the ventilator. No harm is associated with this incident.